Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the emergency room (ER) due to a lead integrity alert (lia) of noise oversensing with short v-v intervals on the right ventricular (rv) lead. The lead was found to have high thresholds. The lead was suspect of a fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.